Event description:
The patient had a permanent implantable vena cava (ivc) filter placed in special procedures (interventional radiology). Three months later, a chest x-ray was ordered by ER related to a mental status change. The ivc filter was seen in the vicinity of the tricuspid valve. A radiologist reported critical values.